Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. It is not known when the alleged power issue occurred. The patient reported that she had "fainted" and when her daughter attempted to test her blood glucose, the subject meter would power off. The patient claimed her daughter attempted to test her three times and each time the meter would power off. The patient informed the cca that she was taken to the hospital and admitted for 11 days. The patient reported that her blood glucose registered at "57.2 mmol/l (1030 mg/dl)" when tested at the hospital. The patient informed the cca that she was treated at the hospital and trained on how to adjust her insulin dosage as needed. Prior to losing consciousness, it is not known how the patient was managing her diabetes or when she last tested with the subject meter. At the time of troubleshooting, the csr noted that the alleged power issue remained unresolved. Replacement product was sent to the patient. Although the patient was hospitalized for hyperglycemia, there is no indication that the alleged meter issue caused or contributed to this serious injury. The patient was in injury prior to when the alleged power issue started. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up 1: supplemental report (4/23/2013) on (B)(6) 2013, the patient returned follow-up attempt calls. The patient reported that she fainted on an unspecified day in (B)(6) 2013. Prior to fainting, the patient claimed she had developed symptoms of feeling nauseous, dizzy and confused. The patient confirmed she had tested her blood glucose that morning (prior to when she fainted), but declined to provide reading obtained. During the follow-up call, the patient stated that her daughter confirmed that the subject meter would revert to the setup mode after it had powered off during use. When her daughter was unable to obtain a reading she contacted emergency services and they arrived within 10 minutes. The patient confirmed her blood glucose was tested on another device and obtained a reading in the ¿30.x mmol/l¿ range. The new information provided by the patient does not change the classification of this complaint. The complaint remains a malfunction.